Manufacturer narrative:
The reported event of noise over-sensing was not confirmed. The device was above elective replacement indicator (eri) level when received for analysis. Electrical and mechanical analysis, longevity assessment, sensitivity evaluation, and visual inspection were normal with no anomalies found.

Event description:
New information received notes the implantable cardioverter defibrillator was explanted and replaced as well.

Event description:
Related manufacturer reference numbers: 2017865-2023-21269. It was reported that the patient presented with high capture threshold and noise over-sensing exhibited on the right ventricular (rv) lead. The implantable cardioverter defibrillator also exhibited noise over-sensing. The rv lead was explanted and replaced. Patient condition was stable.